Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer alleging possible pump under delivery. The customer¿s blood glucose was 300 mg/dl at the time of incident and customer¿s current blood glucose is 100 mg/dl. Customer states that drive support cap appears normal. Customer reports insulin did not exit at the quick release. The customer was assisted with performing the high pressure test and test results failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with minor scratched display window and case.